Manufacturer narrative:
Based on the results of the investigation, the device malfunction was confirmed during evaluation. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited failure during reprocessing, occurring approximately four minutes into the cycle. There were no reports of patient involvement.